Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
At this time no follow up has been scheduled.

Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
Boston scientific received information that during a follow up an alert was noted due to the device switching to unipolar configuration due to an out of range pacing impedance measurement. When testing the right ventricular (rv) lead in the bipolar configuration no capture was noted. When testing the rv lead in unipolar configuration high pacing thresholds were noted. Noise was also seen on the rv channel. The device was programmed to unipolar and the sensitivity was adjusted. Another appointment was scheduled with the patient's physician. The patient was not pacemaker dependent but complained feeling dizzy. No adverse patient effects were reported.